Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported for power error. The customer¿s blood glucose was 300 mg/dl and treated with insulin pump. Customer¿s current blood glucose was 310 mg/dl. Customer declined high blood glucose troubleshoot. Customer stated that she got low battery yesterday and battery only lasted 8-15 days. Customer stated that it last longer explain time frame blood glucose 96 mg/dl. The customer stated that the internal power source in the pump is unable to charge. Customer has not previously called to report power error detected. Customer reported that power error detected did not recur within a week of troubleshoot previous occurrence. The customer was advised and explained the troubleshooting. Customer reported scratch on insulin pump. Customer reported that insulin pump fell due to the clip not holding to the pants correctly. Customer reported scratch was from the tap where the clip goes down. The insulin pump will not be returned for analysis.